Event description:
The customer reported that the "power reflects slowly" on this defibrillator. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.